Manufacturer narrative:
This follow up is being provided to include device evaluation and patient specific information. Device evaluation: outer jacket damage was noted at 4 and 6cm from the distal tip with protruding fibers. This damage was not present upon calibration of the device and therefore most likely occurred during use. A review of the lhr found no issues that are expected to cause this failure.

Event description:
Vascular intervention case using a turbo elite laser sheath. The device completed the case successfully and without intervention. Upon removal of the catheter it was noted that the distal portion of the catheter was damaged. This report is to reflect the potential for patient exposure to manufacturing materials. Device evaluation has not yet been conducted and it is unclear if there was any risk of exposure.

Manufacturer narrative:
(B)(4).